Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical nephrectomies/partial nephrectomies procedure, surgeons have complained that during retrieval of a large specimen using the 15mm, the device's metal or wire surrounding the specimen bent and did not hold the specimen and it becomes difficult to handle and remove the specimen. There was no patient involvement. The product was not deemed defective. He is just requesting a stronger ring be made. They used the device but just wish the devices metal mouth opening was more stiff. There was a delay but not a substantial one